Manufacturer narrative:
The complaint of a leak in the catheter is confirmed. Gross and microscopic examinations of the complaint sample revealed a partial tear in the catheter tubing. The partial tear in the tubing is located between the 33 and 34 cm depth markers. The tear is nearly perpendicular to the axis of the tubing. The tear site reveals rounded edges. The tubing surrounding the tear site is slightly compressed. This combined evidence of the irregular slit edges and rough, broken slit walls is typical of material fatigue and friction wear; however, at this time, the exact mechanism of damage is undetermined. Gross visual, microscopic and functional testing shows no evidence of a defect or deformity related to the mfg process. An lhr of reue0897 showed no other similar product complaint(s) from this lot number.

Event description:
After 6 months from the implant they found a hole on the catheter near 3-4cm from the exit site. They removed the catheter and replaced with another one. No damages for the pt.